Event description:
The patient was undergoing a thrombectomy procedure in the left popliteal, femoral and iliac veins using an indigo system flash aspiration catheter (flash catheter), balloon catheters, a stent, guidewires, and a sheath. During the procedure, the flash catheter was advanced into the target location and several passes were made. An angiogram was taken and an extravasation was noted at the iliocaval junction/retroperitoneal area. A balloon catheter was inflated in the extravasation area for five minutes and the issue resolved. The physician then continued the procedure. The procedure was completed with the same flash catheter. It was reported that the patient remained stable during the procedure and post-procedure. Retroperitoneal bleed was reported to be a serious adverse event with a definite relationship to the indigo aspiration system and a definite relationship to the index procedure. On (B)(6) 2025, additional information was received that on (B)(6) 2025, the patient returned with swelling and pain and was found to have extensive acute clot in the majority of the left leg. Re-thrombosis of target vessel was reported to be a serious adverse event with a probable relationship to the indigo aspiration system and a probable relationship to the index procedure. On (B)(6) 2026, additional information was received indicating that the cec adjudicated retroperitoneal bleed as an adverse event with a possible relationship to the indigo aspiration system and a probable relationship to the index procedure. The cec also adjudicated re-thrombosis of target vessel as an adverse event with an unrelated relationship to the indigo aspiration system and a possible relationship to the index procedure.

Manufacturer narrative:
Please note that the following sections are being updated based on additional information provided by the penumbra clinical team on (B)(6) 2026. 1. Section b. Box 5. Describe event or problem 2. Section h. Box 6. Health effect clinical code 1 and health effect clinical code 2.

Manufacturer narrative:
The product was not returned for evaluation. Therefore, a physical device investigation was unable to be performed. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left popliteal, femoral and iliac veins using an indigo system flash aspiration catheter (flash catheter), balloon catheters, a stent, guidewires, and a sheath. During the procedure, the flash catheter was advanced into the target location and several passes were made. An angiogram was taken and an extravasation was noted at the iliocaval junction/retroperitoneal area. A balloon catheter was inflated in the extravasation area for five minutes and the issue resolved. The physician then continued the procedure. The procedure was completed with the same flash catheter. It was reported that the patient remained stable during the procedure and post-procedure. Retroperitoneal bleed was reported to be a serious adverse event with a definite relationship to the indigo aspiration system and a definite relationship to the index procedure.

Event description:
The patient was undergoing a thrombectomy procedure in the left popliteal, femoral and iliac veins using an indigo system flash aspiration catheter (flash catheter), balloon catheters, a stent, guidewires, and a sheath. During the procedure, the flash catheter was advanced into the target location and several passes were made. An angiogram was taken and an extravasation was noted at the iliocaval junction/retroperitoneal area. A balloon catheter was inflated in the extravasation area for five minutes and the issue resolved. The physician then continued the procedure. The procedure was completed with the same flash catheter. It was reported that the patient remained stable during the procedure and post-procedure. Retroperitoneal bleed was reported to be a serious adverse event with a definite relationship to the indigo aspiration system and a definite relationship to the index procedure. On 11-jun-2025, additional information was received that on (B)(6) 2025, the patient returned with swelling and pain and was found to have extensive acute clot in the majority of the left leg. Re-thrombosis of target vessel was reported to be a serious adverse event with a probable relationship to the indigo aspiration system and a probable relationship to the index procedure.

Manufacturer narrative:
Please note that the following sections were updated based on additional information provided by the penumbra clinical team on 11 jun 2025: 1. Section b. Box 5. Describe event or problem. 2. Section h. Box 6. Health effect clinical code 1 & health effect clinical code 2.